Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings), h11. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The sheath was returned covering the catheter tubing and the rear portion of the membrane. Two kinks were observed on the catheter tubing approximately 76.2cm and 42.4cm from the iab tip. Extender tubing and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on saturday, (B)(6) 2024 in the afternoon. The patient was awake and appropriately transferred to another facility the intra-aortic balloon pump (iabp) running. The iabp ran continuously and stably up to and including (B)(6) 2024 at around 4:30 a.m., from then on the iabp automatically went into standby without raising an alarm. The customer switched it back on, after which the iabp went into standby again without raising an alarm, but this time for so long that they removed the iab to be on the safe side. Unfortunately, they cannot explain why the iabp automatically switched to standby without raising an alarm. Despite being awake, the patient did not move significantly. The iab that was removed looked completely intact. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp involved under mfg report number 2249723-2024-0004523.